Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had hairline fracture on screen had caused rainbow effect and customer had to tilt to read screen. The customer also state that battery life diminished not lasting as long. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device display properly and no anomaly noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected weak battery, low battery, battery out limit and failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. Device had cracked case at display window corners, no cracked lcd window noted.